Event description:
The caller reported that the t:slim x2 pump battery would not charge and the pump screen remained dark. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to attempt troubleshooting steps including using different charging supplies, but these were unsuccessful. Ultimately, technical support decided to replace the pump. The customer was informed about the shipping of a replacement pump with updated software and acknowledged the instructions for returning the faulty pump.